Manufacturer narrative:
Device was not implanted. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device would not deploy the foot plate (anchor) so manual pressure was held to achieved hemostasis. The patient is stable. No equipment or other devices were used with the angio-seal device. Additional information was received on 8/16/18. The procedure being preformed was a stroke intervention. An 8fr 90cm shuttle sheath was used prior to the angio-seal. A pre-deployment angiogram was performed.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
A used 8 fr angio-seal vip device was returned for evaluation. The device was received in a header bag. The carrier tube assembly was received inserted into a hemostatic sheath. Visual inspection revealed that the carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The anchor was exposed at the distal tip of the hemostatic sheath. However, the distal end of the hemostatic sheath appeared peeled back to the blood inlet hole. There was an indentation visible on the underlying carrier tube assembly. Functional testing was conducted. Digital force was then applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely the device was not placed in the full forward lock position, or an obstruction to the anchor posting to the distal tip, however, the exact cause of the reported event cannot be definitively determined.